Manufacturer narrative:
(B)(4): poor visualization; failure to follow steps/instructions-gripper line removed before removal of lock line. Evaluation summary: the device was returned and investigated. The reported knot and difficulty removing the lock line was confirmed. The reported failure to adhere or bond could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally, the IFU instructs to always use pressure monitoring, echocardiogram and fluoroscopy for guidance and observation during use of the mitraclip nt system and to remove the lock line prior to removing the gripper line. Based on the information reviewed and the evaluation of the returned device, the end of the lock line became knotted during the unwrapping/removal process and; therefore, caused the difficulty to remove the lock line (user technique). The reported failure to adhere or bond to the leaflet was due to patient morphology / pathology (chordal rupture and prolapse) and user error (poor imaging). The leaflet tear possibly occurred while grasping with the clip delivery system; however, this cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30-day medwatch report, additional information was received that the gripper line was removed before the lock line. The lock line became tangled during removal of the red polyimide tubing. After the lock line was disentangled, it was not flossed. There was no additional information provided.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult removal of the lock line and the leaflet tear. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The procedure was noted to be complicated and imaging was suboptimal. The clip delivery system (cds) was advanced to the leaflets, but grasping was difficult. The leaflets were grasped, but removal of the lock line was difficult due to tangles in the line. It was decided to open the clip and remove the knots, but the clip detached from one of the leaflets, so the clip was successfully removed. After clip removal, there appeared to be a new tear in the posterior leaflet. The procedure was aborted and mr remained at grade 4. The patient remains in intensive care, pending a decision to treat surgically or provide palliative care. There was no additional information provided.